Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown baxter buretrol IV set was observed to have a no-flow during patient infusion via sigma spectrum pump in the pediatric intensive care unit (picu). The pump was set to infuse sodium phosphate at a rate of 30cc/hr. At the change of shift, the nurse observed 90cc of fluid in the buretrol set. 2 hours later, the buretrol set was checked again and there was still 90cc in the set. The pump settings were checked and indicated that 2 hours worth of medication had been delivered. A new dose of sodium phosphate was then delivered via a new sigma pump and set.

Manufacturer narrative:
(B)(4). The sample was not returned for analysis; therefore, the cause of the reported issue was undetermined. If additional relevant information is received, a follow-up will be submitted.